Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. During surgery, it was found that there was a hair about 1 cm on the surface of the absorbable hemostat when the package was opened and checked inside. This event was found before use. It was not used. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: ¿ where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Outside of the sterile barrier the following information was requested, but unavailable: ¿ is it possible that the foreign material fell into packaging upon opening of device? ¿ was the product seal on the foil still intact when the package was opened? Investigation summary the product was returned to ethicon for evaluation. One open pouch with a folder with surgicel (oxidized regenerated cellulose). Product code 1961. To evaluate the condition of the returned sample, the folder was opened and foreign matter that appears to be hair was observed on the oxidized regenerated cellulose. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reach on the cause of the reported event. As part of the ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.